Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 10 infusion set was leakage at site on 24-may-2024. The infusion set has been used for approx 6-24 hours. The blood glucose level was 400 mg/dl at the time of events. Patient replaced infusion sets and resumed insulin successfully no further information was available.